Event description:
It was reported that during a da vinci-assisted surgical procedure, the system prompted a message "relieve the pressure on the knife head" during use of the harmonic ace instrument. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting an issue during intraoperative use of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have failed recognition. The harmonic ace disposable insert was connected to an in-house ethicon energy generator and failed the self test. The insert generated error message "replaced instrument". The insert was also found to have a broken blade. The blade broke at roughly 0.277" from the base and the broken piece was not returned. The probable root cause of a cracked/broken blade is associated to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).